Event description:
Stent placement in rca. On 2nd inflation of balloon, it ruptured. Md removing and hard to remove. Noted approx 2/3 balloon and 5-6cm wire retained in pt, noted at end of sheath. Floated loose and retrieved through peripheral wire intact. (Burst at 18psi).